Manufacturer narrative:
Retainer ring black. Customer returned insulin pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021 the insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, missing display window/cover, partially broken retainer, pillowing keypad overlay, and minor scratches on lcd window. In summary, the customers alleged cosmetic damage was confirmed at the retainer ring where a partially broken retainer ring was noted. Device was tested ok.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the connection with reservoir compartment was broken and retainer ring was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.